Event description:
The manufacturer received information alleging a ventilator inoperative red screen condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative condition was able to be duplicated. The error log contained a ventilator inoperative code as well. The system pca board mounting eeprom was replaced to resolve the issue. Additionally, the detachable battery door was replaced due to damage. Final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly.